Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the tip of the glass cap was detached. The reported event is confirmed. The observed condition of the device is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the glass cap detachment.

Event description:
It was reported that that the fiber life error was received after the fiber had been used for 46:56 minutes and (B)(4) joules at 80-120 watts. The fiber was replaced and the procedure was completed. During the second phase of the procedure when the second fiber was used, the vapor had been delivered at 80-140 watts for (B)(4) joules. The total duration of the procedure was 1:10:38 hours. It was noted that the metal cap was not loose/rotating, and the device was in good condition after unpacking and preparation. There were no patient complications. The fiber was returned and analysis identified the tip of the glass cap was detached.